Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿simultaneous deployment of t.¿ the device was returned with no anchors, no suture. The delivery needle is visibly bent left and downward. The device had been previously cycled. Testing confirmed that the device no longer cycled or actuated due to damage. ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that there was a simultaneous deployment of t. No patient injuries reported.